Event description:
Had a reaction to the device in my arm on day 9-10 of wearing it. It began to itch and became very uncomfortable. This lead me to remove the device early which is when I noticed the infection beginning in my arm. It was swollen and pussy leading me to go to the walk-in clinic. The doctor prescribed me an antibiotic to fight the infection while 35 weeks pregnant. No tests were ran just looked at the infected sight and antibiotics were prescribed.